Event description:
Customer reported an unexpected negative reaction when testing a patient sample with a history of an anti-e on the echo.

Manufacturer narrative:
Customer did not provide any additional information. Customer did not return sample for further serological testing. Insufficient information provided.